Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that following a sleeve gastrectomy there was no issue with the device on the day. Everything appeared to work well. That night the patient complained of feeling unwell, and the following morning the surgeon performed an endoscopy. The surgeon discovered evidence of a leak, a green tinge to tissue, at the final stapling near the cardiac notch. The surgeon then performed a leak test with methylene blue, and found a small leak was apparent. He sutured the leak closed and closed patient. Surgeon converted the sleeve gastrectomy to a roux y as he was unhappy with the earlier procedure, as there was a stricture at the centre of the sleeve. Patient appears to be doing fine. There may be further issues as the patient had not been to the toilet for two weeks prior to surgery and had not informed the surgeon. The patient has an inflamed colon that may or may not be due to the leak. Surgeon believes that the patient¿s inflamed colon may be due to the patient not having gone to the toilet for two weeks, however does not want to rule anything out, noting that an inflamed colon is a symptom of a leak. Devices used in this procedure have been discarded.